Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 18.1 mmol/l, 6.1 mmol/l, 4.2 mmol/l, 3.8 mmol/l, 4.4 mmol/l, and 3.2 mmol/l. Low blood glucose symptoms were reported with these results. Customer was treated with 4 dextrose tablets and 3 oreo cookies. No adverse event related to the device was reported. Requested return of suspect device.